Event description:
The device was used during an unspecified procedure. Reportedly, the instrument partially fired and there was an incomplete staple line. The surgoen applied another device to complete the procedure. The hosp has reported no pt injury occurred.